Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to power switch mechanism failure. Additional evaluation findings are as follows: 1.) Front panel noted cracked; 2.) Abnormal sound from air pump due to a broken tube; 3.) Worn scope socket slider switch, causing intermittent use of high intensity mode; 4.) Corrosion of air tube noted; 5.) Non-olympus lamp found installed in the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch malfunction was attributed to the faulty power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the power switch was intermittently sticking and was not coming out. There was no patient involvement, associated with the problem, reported to olympus.